Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher and paykel healthcare (f&p) field representative that the headstrap of an opt942 optiflow + adult nasal cannula was found detached from the interface during use. The healthcare facility reported the following sequence of events: on (B)(6) 2024, a patient who was reported to have multiple comorbidities including systemic vasculitis and type 1 respiratory failure began receiving therapy via an opt942 optiflow + adult nasal cannula. It was reported that on (B)(6) 2024, an alarm indicating that the patient had low spo2 levels was activated in the nurse's station. It was further reported that when the nurse subsequently went to check on the patient, the nurse discovered that the headstrap of an opt942 optiflow + adult nasal cannula had become detached from the interface. At this time, it was reported that the patient's spo2 levels had dropped to the 20% range. The headstrap was reattached to the interface, and the therapy resumed with the subject device. It was reported that 10 days later, on (B)(6) 2024, the patient's condition deteriorated. It was reported that there was no further malfunction with the subject device up to and on this date. Following this deterioration, it was reported that the patient subsequently passed away 5 days later on (B)(6) 2024.

Manufacturer narrative:
Corrected data: b5. (B)(4). Product background: the opt942 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow + interfaces are designed for use with the airvo series humidifiers and are also compatible with the fisher & paykel healthcare (f&p) mr850 and 950 humidification system devices. Optiflow + interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow + interfaces are not intended for life support and appropriate patient monitoring must be used at all times. Method: f&p requested the return of the subject device for investigation and asked for further information about the reported event. The subject device was returned to f&p nz where it was visually inspected by investigation engineers. F&p's investigation is based on our evaluation of the subject device, information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: the healthcare facility reported that the headstrap of the subject device detached from the interface and was quickly reattached. The healthcare facility also stated that the patient had some body movement while receiving therapy and tended to lean to the left. Visual inspection of the subject device by a f&p investigation engineer revealed that the subject device was fully assembled and no damage was observed. Conclusion: our investigation was unable to determine the exact cause of the reported event. Based on our knowledge of the product, the reported event is likely to have been caused by the patient's reported movements during therapy. It was confirmed by the healthcare facility there was no subsequent malfunction with the subject device following the reported event. F&p's manufacturing controls for the optiflow + tubing include inspections during production for visual defects including tears, moulding defects, discoloration and stretching or deformation. The subject device would have met the required specifications. The user instructions which accompany the opt942 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula, including ensuring the head strap clip and the tubing clip are appropriately attached. The user instructions also state the following: - "ensure head strap clip is attached, to prevent cannula from being pulled out of the nares." - "cannula can become unattached if not used with the head strap clip." - "adjust head strap to fit. Do not over-tighten." - "attach tubing clip to clothing/bedding to prevent cannula from pulling off face." - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "failure to use the set-up described above can compromise performance and affect patient safety.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation and will provide a follow up report upon completion this. Product background: the opt944 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow + interfaces are designed for use with the airvo series humidifiers and are also compatible with the fisher & paykel healthcare (f&p) mr850 and 950 humidification system devices. Optiflow + interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow + interfaces are not intended for life support and appropriate patient monitoring must be used at all times.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher and paykel healthcare (f&p) field representative that the headstrap of an opt942 optiflow + adult nasal cannula was found detached from the interface during use. The healthcare facility reported the following sequence of events: on (B)(6) 2024, the therapy was commenced using the subject device on a patient who had multiple comorbidities, including systemic vasculitis and type 1 respiratory failure. On (B)(6) 2024, a low spo2 alarm was activated in the nurse's station. Upon the nurse's arrival to check on the patient, it was discovered that the headstrap of an opt942 optiflow + adult nasal cannula had become detached from the interface. The patient's spo2 levels had dropped to the 20% range by this time. A staff member from the healthcare facility quickly reattached the headstrap to the interface, and the therapy resumed. On (B)(6) 2024, the patient's condition deteriorated, and the patient consequently passed away on (B)(6) 2024. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation and will provide a follow up report upon completion this.